Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an implant procedure a right atrial lead was attempted to be placed but low amplitudes were observed. The lead was attempted to be repositioned when the lead presented helix extension issues. A new lead was used to complete this procedure. No adverse patient effects were reported. This lead was not available for return. Given this information this event is concluded. Should updated information become available, a follow up report will be submitted.